Event description:
Boston scientific received information that this pacemaker reached elective replacement indicator (eri). Approximately six months earlier the remaining longevity was two years. There was a concern the device reached eri prematurely. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this device was explanted. The right atrial (ra) lead was also replaced due to high threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
The device was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.